Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose while using an ilet system with a dexcom g7, after starting to eat approximately forty minutes before announcing the meal; the infusion set was a teflon inset on the abdomen with tubing verified to deliver insulin, and the event was characterized as a use-of-device problem related to a late meal announcement. Symptoms included hyperglycemia with glucose values exceeding 300 mg/dl and subsequent readings in the mid-200s. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and that an appropriate device component term was not available, with the event attributable to use conditions rather than a device malfunction. Education was provided to announce meals immediately before the first bite. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.